Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was distorted; oval shaped. Pledgets remained attached to the sewing ring on the inflow. Green and white multifilament sutures remained attached to the existing sewing ring. All leaflets were slightly stiff but flexible except where host tissue and mineralization extended on the inflow and outflow. Tissue deterioration due to mineralization was observed on the left cusp. Tears and abrasions on the right cusp through the free margin and lunula appeared to be due to contact with a long suture tail. Abrasions in the belly of the right cusp appeared to be due to contact with the bias cloth. The right non-coronary and non-coronary left commissures were intact. Tissue deterioration due to mineralization was noted in the left right commissure. Glistening off-white pannus lined the existing sewing ring on the inflow, along the inflow margin of attachment, into all inferior coaptive areas, and 1 to 3 mm onto all cusps. Radiography showed mineralization in the left right commissure and right cusp. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a patient related condition. Additionally, tears due to a long suture tail are due to implant technique.

Event description:
Medtronic received information that this bioprosthetic valve, implanted approximately four years, was explanted. At explant, a cuspal tear was observed. The valve was replaced with another manufacturer's valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device has been returned and analysis is pending. At this time, the cause for this event cannot be determined. Upon completion of investigation, a supplemental report will be filed.